Event description:
The wife of a male pt called lifecor customer support to report that she had placed one of the pt's battery packs into the charger and the charger lights kept alternating from green to red, then the red light began to flash. Support requested she insert the suspect battery pack into the monitor. Upon powering up, a question mark displayed on the monitor's screen. A replacement battery pack was provided to the pt.

Manufacturer narrative:
Device eval summary: device eval of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.